Event description:
It was reported that during patient treatment, alarms for high airway pressure were generated. There was no patient harm. Manufacturer´s ref #:(B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the hospitals bio-medical engineer. The device logs were checked and the high pressure alarms could be confirmed. After successful testing, the anesthesia system was cleared for clinical use. No further problems have been reported after the reported event. There is no information whether any parts have been replaced. According to provided information from the hospitals bio-medical engineer, regulation pressure limited, airway pressure high, etco2 low, expiratory minute volume low, apnea, respiratory rate high and etco2 high were active during ventilation, and these alarms can be confirmed by a provided photo. No technical alarms were observed during the treatment. The root cause of the reported event has not been established.